Manufacturer narrative:
It was reported that a spi bus failure had occurred. The customer noted the errors in the event log to indicate a spi bus failure and the data acquisition (da) printed circuit board assembly (pcba) was suspected to be defective. The remote service engineer (rse) advised the customer to cycle the unit and see if any other alarms will occur as well as replace the da pcba if needed. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a serial peripheral interface (spi) bus failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a spi bus failure had occurred. The customer noted the errors in the event log to indicate a spi bus failure, and the data acquisition (da) printed circuit board assembly (pcba) was suspected to be defective. The remote service engineer (rse) advised the customer to cycle the unit and see if any other alarms will occur as well as replace the da pcba if needed. The investigation is ongoing.